Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The covers were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: b i71000452, serial/lot #: none ; product ID: bi71000159, serial/lot #: none ; product ID: bi71000503, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used sacroiliac and thoracolumbar procedure. It was reported that before surgery during positioning the system over the patient the gantry was mechanically stressed. The pendant showed "collision zone." The surgeon always raise the gantry up until collision zone message appears. During patient scan an external construction from the or-table pressed through the lower gantry cover. A loud noise came from inside the gantry during the scan. After that, the scan quality on the mobile view station (mvs) monitor was bad. It was noted that the louver cover was bent. There was no reported impact to patient outcome and a reported delay of less than one hour.